Event description:
The customer stated the his meter was giving readings with a decimal point. It was verfied that the meter was set in mmol/l. The customer was able to set the meter back to mg/dl with assistance. The customer had been interpreting his results as if they did not have a decimal point. He adjusted his medication, but did not allege any adverse events. The meter will be sent in for evaluation and replacement meter will be sent.